Manufacturer narrative:
(B)(4). The device history record of batch number 74j2002445 that belong to catalog number a-4301-08lf pe pneumonectomy lf 6/cs has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications.

Event description:
Customer reported that the seal to the product packaging is not closed. It is the individual packaging of each product. The products are not sterile. Clinical consequences: none. Incoming inspection/inventory review.